Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure there was difficulty experienced removing this right ventricular (rv) lead from the device header. Subsequently, the lead had to be cut and reportedly came apart once removed. The lead was surgically abandoned. No adverse patient effects were reported.